Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results on multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6) on alinity=2.27 s/co (> or = 1.00 s/co=reactive) /on architect=2.76 s/co c1=0.24 s/co; c2=2.07 s/co; % neutralization=100% expc flag (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) plasma specimen from same patient on architect hbsag=0.21 s/co (nonreactive) patient 2: sid (B)(6) on alinity=2.65 s/co /on architect=2.92 s/co c1=0.22 s/co; c2=2.32 s/co; % neutralization=101% expc flag there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of alinity I hbsag qualitative ii confirmatory reagent, lot 74350fz00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for alinity I hbsag qualitative ii confirmatory assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74350fz00. Clinical specificity testing was performed using an in house retained kit of the complaint lot. Testing met acceptance criteria, indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii confirmatory reagent, lot 74350fz00.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results on multiple patients. The results provided were: on (B)(6) 2026, sid (B)(6) on alinity=2.27 s/co (> or = 1.00 s/co=reactive) /on architect=2.76 s/co c1=0.24 s/co; c2=2.07 s/co; % neutralization=100% expc flag (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) plasma specimen from same patient on architect hbsag=0.21 s/co (nonreactive) patient 2: sid (B)(6) on alinity=2.65 s/co /on architect=2.92 s/co c1=0.22 s/co; c2=2.32 s/co; % neutralization=101% expc flag. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.